Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -9.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reports there is low vaulting and there was decreased near vision in bright light. Lens remains implanted with a planned lens exchanged. The cause of the event was reported as other and noted "bright light constricts the pupil, pressing the icl towards the crystalline lens inhibiting the increase in anterior curvature which is needed for near vision. The icl flattens the anterior lens curvature causing presbyopia only occurring in bright light".

Manufacturer narrative:
H6 - health effect clinical code: 4581 - decreased vision in bright lighting. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).